Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID :neu_unknown, serial# unknown, product type: unknown.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient that has a retained part of the lead in her subcutaneous tissue. It's a boot and small segment of the extension and lead, not within the epidural space. The reason the boot and small segment of the extension and lead were left in the patient was not known, though, it was likely to have fractured during removal of the system in 2015 and elected to be left in. It was inquired if it was a concern for a future MRI. It was unknown what type of lead and extension were in place. Though it was noted they were "old ones". They were left in prior to the patient's current system and were perhaps 5-10 years old. No patient complications were associated with the event; it was not impacting the patient. It was possible that actions or interventions will be planned to retrieve the devices, but only as part of another operation (not in of itself as there seemed to be no clinical sequelae).

Event description:
Additional information from the healthcare professional via the manufacturer representative reported the devices were implanted/expl anted in 2015. The patient had chronic lower back non cancer pain.